Event description:
It was reported that the fiber broke spontaneously in the flexible ureteroscope in such a way that there was no output beam. No information was provided as to how the procedure was completed. There was no patient injury due to this event.